Event description:
It was reported that the pump failed the delivery accuracy test, delivering 23 ml instead of 20 ml. The same result occurred with a different cassette reservoir, and the graduated cylinder was dry before testing. The event occurred during preventive maintenance. However, if this failure mode were to reoccur during actual infusion, it could result in the delivery of a higher-than-prescribed dose. This may pose a potential risk to patient safety due to over-infusion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.